Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was) with a dilator for this complaint and the was and dilator for related complaint. The dilator for this complaint was received inside the shaft. There was blood inside and on the shaft. There were numerous kinks throughout the shaft. Microscopic examination of the valve did not reveal any damage or irregularities; however, it was noted that the threads of the was were damaged/cross threaded, it could not be determined when the thread damage occurred. The valve was opened and not tight on the dilator when received. An attempt was made to close the valve, and the valve was successfully closed. Functional testing was completed by closing the valve and injecting water into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04497. It was reported that a valve leak occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. The physician found that the hemostasis valve of the watchman® access system would not close properly after the transeptal puncture. The physician attempted to exchange the device and use another watchman® access system; however, the problem still occurred. The physician decided not to complete the procedure due to anatomical procedural factors. There were no patient complications and the patient is stable.

Event description:
Same case as MDR ID: 2134265-2015-04497. It was reported that a valve leak occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. The physician found that the hemostasis valve of the watchman® access system would not close properly after the transeptal puncture. The physician attempted to exchange the device and use another watchman® access system; however, the problem still occurred. The physician decided not to complete the procedure due to anatomical procedural factors. There were no patient complications and the patient is stable.